Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer reported the insulin did not show signs of damage, had not been dropped, had not been exposed to moisture. Customer state the contacts on the battery cap were not missing or damaged. Troubleshooting was completed but the customer did not have a new battery that met instructions for use guidelines to test with the insulin pump. There was no indication the display was able to return at the time of the call. The insulin pump will not be returned for analysis.